Manufacturer narrative:
(B)(4). Batch # r95106. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 2 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot r9527h number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r95106 number, and no non-conformances were identified.

Event description:
It was reported that during a lap cholecystectomy, "it misfired." The device fed two clips at the same time. The clips fed sideways. The device fired malformed clips. The device fired scissored clips and device dropped/ejected clips. It is unknown how the case was completed.